Event description:
We received an allegation of questionable sodium (na) results for an unspecified number of patient samples tested on a cobas 6000 c501 module. The customer provided an example of estimated discrepant results for 1 patient sample. The initial result was 93 mmol/l. On (B)(6) 2024, the repeat from a different instrument was 130 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found the cuvettes were overflowing. The fse adjusted the valve related to rinse water volume, cleaned and adjusted the sample probe, and replaced the electrodes and solutions. Tests were performed and the instrument was functioning correctly. The investigation determined an improperly adjusted rinse water volume was the cause of the event. The customer has had no further issues.